Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that pieces of the insulin pump case were broken around the battery and reservoir compartment and that not all the programmed insulin was delivered, and that there was no alarm for no delivery. The blood glucose reading was 9.3 mmol/l. The insulin pump will be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump was received with high stop current due to moisture damage on the lcd board. However, the insulin pump passed the self-test, a21 error test, displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump was programmed with multiple boluses and all registered properly in the daily totals history and also matched properly with the units left on the status screen noted. The insulin pump delivered boluses properly when reservoir had 20 units left noted. The no delivery alarm feature functioned properly. The insulin pump had cracked case at the display window corners, broken battery tube threads, reservoir tube lip, minor scratched display window and missing the end cap sticker.